Event description:
The customer stated that she was hospitalized twice in one week for high blood glucose levels and ketones. The blood glucose reading was 325 mg/dl for the first event and 278 mg/dl for the second. The customer also stated that she was getting no delivery alarms. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer did not have the tubing clamp to perform the high pressure test. The customer was uncomfortable with the insulin pump and asked to have it replaced. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.